Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were taken to emergency room and the emergency medical service took the customer to be hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis with blood glucose level over 700 mg/dl. Customer declined troubleshooting. Customer stated that the high blood glucose level was due to a clot where they had dialysis. Customer was treated with intravenous novalog insulin. Customer stated that auto mode was active. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.